Event description:
Olympus was informed that during a diagnostic gastrointestinal (gi) procedure the sphincterotome operated in the reverse mode when activated. The procedure was completed using a different but similar sphincterotome. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but with no success. The device reference in this report was not returned to olympus for eval. The exact cause of the user's report could not be conclusively determined. If add'l info is rec'd at a later time, this report will be supplemented.